Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the handpiece was broken. On follow-up, it was reported that the handpiece was running hot almost immediately when the surgeon started using the drill. It was determined by the scrub tech and she confirmed with the surgeon that the attachment wasn¿t locked on the drill properly, therefore causing it to run hot. They brought in another drill and continued the case. So there was maybe a 5 minute delay. The surgeon has been in serviced on how to not unlock the drill while using the drill during surgery to prevent this from happening again. The drill has been put back in service because it was determined that it was user error and the drill will not be sent back to the manufacturer. There is no problem with the drill. It has been used again and no over heating problem occurred. It was noted that this surgeon is a new surgeon at the hospital and was not a drill user at his previous hospital. He is now very aware that the attachment has to be turned twice to lock the attachment in the drill to prevent this from happening in the future. There was no patient impact or injury.